Event description:
It was reported that the device broke during a case. The device broke off in the patient and the piece was removed. Procedure completed with a competitor device. A delay of 45 minutes was reported.

Manufacturer narrative:
One 7209499 arthropierce 35 degree up angled instrument was reported on indicating instrument breakage. The device was not returned for evaluation. Physical conclusions, full investigation and evaluation were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation. These instruments are designed for repeated use with proper care and handling. Instrument tips may inadvertently be twisted or caught on other instruments or the basket during cleaning. This can lead to compromised strength. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument's failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Final product met predetermined specifications upon release to distribution.